Event description:
Tech alleged that the brakes were not working.

Manufacturer narrative:
Tech found the foot end brake linkage missing the bolt and nut. Tech replaced the bolt and nut on the foot end brake linkage to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.